Manufacturer narrative:
This report concerns the post-operative loosing of the tibial tray due to the fact that the bone was cemented and not the prosthesis. Tecres spa considers the investigation of this event to be complete, and does not anticipate receiving any further info regarding this event.

Event description:
The event was reported as stated below: "summary on incident: total knee arthroplasty was performed on (B)(6) 2010 using cemex product. Pt returned approx 10 months post operatively complaining of pain. Tibial tray was found to be loose. Surgeon states that she cemented the bone and not the implant. Outcome of surgery/incident to pt: revision of knee components."